Manufacturer narrative:
Device received with cracked battery tube threads noted. The test reservoir p-cap was able to lock in place. Device received with blank display doe to moisture damage to the lcd board noted. Unable to perform displacement test and self test or verify keypads anomaly due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated that the display did not return after insulin pump restart. Customer stated that insulin pump buttons were not responsive and screen had faded. No harm requiring medical intervention was reported. The device will be returned for analysis.